Manufacturer narrative:
The insulin pump was received with black display due to cracked and bleeding lcd glass. The insulin pump also received with detached end cap, cracked keypad at select button, cracked retainer and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s had broken at the upper part of screen. Customer stated that the reservoir able to lock in place when insert into pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.